Event description:
Customer reported he has received no delivery alarms once or twice in the last couple of months. Customer stated that depending on the blood glucose levels; he will change the set if high and if normal he will just resume. Blood glucose value was around 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.